Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that during the procedure, the physician heard an audible steam pop while ablating the cavo-tricuspid isthmus line. The patient remained stable and the procedure was continued. They stated that the patient was moved to the post recovery area. They were notified that the patient's blood pressure was dropping. The ultrasound echo team was called in and performed an echo. Pericardial effusion was noted on the echo. The physician performed a pericardiocentesis procedure. The amount of fluid pulled from the pericardial space was unknown. The patient is stable at the time of the call. Max wattage used was 50; total lesions was unknown; total ablation time- 5 minutes 40 seconds; total fluid- 185ml; the adverse event was discovered post use of bwi products. Physician stated it was due to steam pop. Patient stable while pericardiocentesis is being performed. Patient required extended hospitalization because of the adverse event. Transseptal puncture was performed. There was evidence of steam pop. Steam pop occurred during cavo tricuspid isthmus ablation. Irrigated catheter was used in the event. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability used was 3 mm , 3 seconds, 25% and 3 grams. Additional filter used with the visitag was surpoint and tag index. Additional information was received. The stage of the procedure that the steam pop occurred was after completion of afib and on right sided flutter line. Forty-eight watts was used on the generator, other generator parameters not known. The length (minutes and seconds) of the ablation cycle when the pop was observed at the same tip position was at the end of the fti line. No errors reported by the biosense webster systems. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. The adverse event was assessed as MDR reportable. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious. The steam pop issue was assessed as non MDR reportable. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon.